Event description:
It was reported that the asymptomatic patient presented for a remote follow up via merlin.net with a pulse generator that exhibited competitive atrial pacing that induced an arrhythmia. The device also exhibited functional undersensing due to true p-waves falling in the refractory period. No interventions were made or reported. The patient was in stable condition.